Event description:
Event description guidant received information that after a broncho-aspiration procedure, this patient experienced a decrease in heart rate. The physician expected the device to pace during the decreased rate. However, no stimulation from the pacemaker was observed. The physician administered atropine, successfully increasing the patient's heart rate.